Manufacturer narrative:
Additional data: h6 - work order search: no similar complaint was reported for units within the same lot. Corrected data: b5: the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.5/+2.0/091 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6)2020. The lens was reported as lens dislocation/subluxation, one haptic wasn't placed in the sulus. The lens was repositioned on (B)(6) 2021 and the problem was resolved. The cause of the event was unknown. The patient is happy. H6: adverse event problem - medical device problem code - change code from 1583 to 2923. Claim # (B)(4).

Manufacturer narrative:
Corrected data: b3: date of event: on (B)(6) 2020. B5: the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.5/+2.0/091 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6)2020. The lens was reported as lens rotation not associated to a low vault, dislocation/subluxation, and one haptic wasn't placed in the sulus. The lens was repositioned (the haptic was placed in the sulcus) and the problem was not resolved. The lens remained implanted. The cause of the event was unknown. The patient is happy. Claim # 718425

Manufacturer narrative:
Additional information: b5 - it was later reported that the lens was exchanged on (B)(6) 2021 with a longer length lens and the problem was resolved. "Patient is happy." Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients right eye (od). The lens was reported as having low vaulting and remained implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.